Event description:
It was reported that during use on a patient the user suddenly found that the device switches on and off with a flashing screen. The affected device was replaced immediately - no injury or serious impairment in state of health of the patient was reported.

Manufacturer narrative:
The event was internally reported and handled by the hospital (incl. User facility report to national ca). There was no contact or involvement of draeger service and no further information about the event and follow-up actions could be obtained. Due to the very little information the manufacturer is not able whether to confirm a potential device malfunction nor a clear cause of the reported "flashing screen" - so, no conclusion could be drawn. H3 other text : customer did not involve the manufacturer.